Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Caller was attempting to load a new cartridge and was initially guided through cleaning the pump and trying to resolve the issue by reloading the same cartridge, but the issue remained unresolved. Although the caller declined to load a second cartridge during the call, they were given instructions for proper load procedures and planned to resume insulin therapy with a new cartridge as necessary. Caller was advised to follow up if the issue persists.